Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized for the event and began intraperitoneal treatment with a combination of ancef, fortaz, cefazolin, and vancomycin for three weeks (doses, frequencies, and sequences were not specified). At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.